Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they have not met with the patient to do a reprogramming session-cause not known of the shocking. Rep had patient call to determine if there was an issue with the communicator, and to see if it needed to be replaced. Issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pt said the jolts and shocks started within the first 30 days in both his arms and chest area. He describes it as getting tingles and jolts across his belt line, his chest, and his arms, as well as his leg legs feeling rubbery sometimes. Pt also says it actually doesn't mess with his blood pressure, he notices his pulse rate goes down to 48, when it usually is between 60 and 66. No actions have/will be taken. The patient is refusing testing or other options.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-02, additional information was received. The patient provided the rep with a letter noting multiple issues they started experiencing after the device was implanted. The reported issues include the issues previously reported in this complaint file, as well as the following: more pain than before they got the implant, constant itching from the device to the front of their ribs on the left side, a destroyed sex life, headaches, numbness in both legs and feet, constant constipation, inability to do their daily walk around their property, issues with their blood pressure, inconsistent pain relief, inability to wear their back brace because it rubs on their implant site, electrical shocks/jabs at 3 different levels, arms and legs feeling weak and rubbery, feeling overstimulated all the time even with stimulation off, buzzing / tingling in the bottom of their feet, constantly feeling vibration all over, legs and feet getting numb and cold, losing feeling in body, and constant "device problems". The pt noted they have to shut the system off for multiple hours at a time to get relief from the issues (e.g., ambulation issues and overstimulation sensation). The rep reported the issue was on-going. The pt has expressed the desire to have the device explanted. No further information was provided.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned that they have been getting "shocked the hell out of". Caller mentioned that it takes 10-15 minutes just to move one of their programs up and adjust the program. Pt stated they told their rep about this issue and that "it is slower than dial up". Pt stated they put all the intensities down to zero because they were being zapped. Pt also mentioned seeing a message about "being within a meter". Agent redirected to healthcare provider (hcp) to further address the shocks. On (B)(6) 2024 during agent's outbound call, pt stated that the 'lady' that set them up had them 'jacked out' and both their hands were numb and they could not even hold a glass of water. Pt stated the doctor told them that should not have happened because of where the leads are placed. Pt then stated 2 weeks after that, another rep was doing a tune up and they turned it up even higher so pt shut the therapy off. Pt stated they told the rep to not put the stimulation so high and thinks the rep is going in the wrong area, pt needs relief in the lumbar region not the hip and groin area. Pt stated they have turned all intensity down to 0 and they have been increasing on their own. Pt also mentioned that during trial, they got 75-80% relief and now with the implant, they are getting only 50%. Pt has to take muscle relaxers. Pt stated their next appointment is in (B)(6).